Manufacturer narrative:
Siemens was notified of the reported issue on (B)(4)/2014. This MDR is being mailed on (B)(4) 2014. The investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
Siemens was informed on (B)(4) 2014 that patients have been exposed to higher radiation doses than necessary due to ECG signal disturbances in a newer version of a pt monitoring module (pmm2). Reportedly, the pmm2 has been replaced with an older version, pmm0 and the system is now operating as expected. There is no report of pt injury. This reported issue occurred in (B)(6).